Event description:
Boston scientific received information that this patient presented to the hospital after experiencing a syncopal episode. The local sales representative was contacted and confirmed the origin of the syncope was not determined, however noted there was no concern of device involvement. Electrograms showed no stored episodes of any kind. The device remains in service to this date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.